Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (tes non-functional) has been confirmed. Upon investigation the electrode belt unable to complete a therapy electrode and ECG recognition test. The cause for the failure was isolated to a broken pulse wire in the cable connecting the distribution node (dn) to the rear therapy electrodes. The root cause for the broken wire could not be positively identified. There was no adverse event that resulted from the damaged belt.

Event description:
A us distributor reported that an electrode belt had non-functional ecgs.